Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was found to have exceeded its rated lifespan and was subsequently replaced. The system was tested and found to meet product specifications. The system was manufactured on may 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp, which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the tabletop lamp burned out at the end of a retinal procedure . There was no system message displayed. The procedure was completed with no harm to the patient.